Event description:
It was reported that the pt has expired approximately after implant duration of 2 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.